Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the labeling. No corrective or preventive action is needed. Manufacturer narrative: brr batch 14303: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system. Pharmacovigilance comment:a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the events. The reported events are addressed in the label. The company has assessed that the case fulfill the seriousness criteria due to hospitalisation. Additional comments: unknown if the devices were returned to manufacturer for evaluation.

Event description:
Case reference number (B)(6) is a spontaneous report sent on (B)(6) 2016 by a nurse which refers to a female aged (B)(6). This narrative is also based on follow-up information received on (B)(6) 2016. No information about previous filler treatments. The patient's medical history included herpes (herpes virus infection). Concomitant treatments included valtrex(valaciclovir) [valaciclovir hydrochloride] for herpes. The patient has no allergies. On (B)(6) 2016, the patient received treatment with restylane lidocaine (lot 14303 and amount 1 ml) to upper lips with unknown needle and unknown technique. On an unknown date after the filler treatment the patient had developed (B)(6). On (B)(6) 2016, the patient returned for an additional treatment with restylane lidocaine (unknown lot number and amount 1 ml) to upper lips with unknown needle and unknown technique. In connection with the second restylane treatment, valtrex (valaciclovir) was administered with an unknown dose, preventively against (B)(6). On (B)(6) 2016, the patient experienced infection in the lip, swollen and red upper lip, pain, pus(implant site infection) and contacted the clinic. On an unknown date in 2016, the patient experienced hard upper lip(implant site induration). On (B)(6) 2016 the patient visited the nurse due to the adverse events. 0,4ml hyalase (hyaluronidase) was administered in the upper lip and diclocil (dicloxacillin) [dicloxacillin sodium monohydrate] tablets were prescribed for 500mg times 4 for ten days. It is reported that at the visit on (B)(6) 2016 it was concluded that the patient has an infection in the lip. On (B)(6) 2016 it was reported that the symptoms had improved at the right side of the upper lip, but the left side of the upper lip was more swollen and even more painful. The nurse called the responsible doctor who advised to wait and see a few days and perhaps take a biopsy. On (B)(6) 2016 the patient was at a check up. On (B)(6) 2016 the nurse received a photo. The situation was assessed as critical by the nurse and she was afraid the gums would be affected and a sepsis would develop. The patient had received 1,2 ml hyalase (hyaluronidase) in the upper lip at an unknown date. Furthermore, two different broad spectra antibiotics, possibly dalacin(clindamycin) (clindamycin hydrochloride), tablets, 500mg times 4 for 10 days, had been given at an unknown date but the situation got worse and worse. The responsible physician has been involved during the course of the events and a biopsy was taken on (B)(6) 2016. The result of the culture was ongoing. The patient has herpes but it had not spread actively at the time of the treatments. The patient was admitted to hospital where her lips were evacuated of pus and new antibiotics were given. On (B)(6) 2016 the lips were cut and evacuated again for pus. On (B)(6) 2016 the patient was feeling better. A check up visit was booked for (B)(6) 2016. The nurse assessed the events as medically important and causality as unknown. At the time of the report the outcomes of the adverse events were recovering/resolving. The reporter has not assessed if there is a causal relationship between the events and the treatment with restylane lidocaine. The company has assessed the events as possible related to treatment with restylane lidocaine.